Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is late onset seroma. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported seroma-late, pain, and anxiety of an unknown side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g1, h6.

Event description:
The device was explanted. Patient also reported ¿autoimmune issues¿, ¿irregular menstrual cycle¿, ¿adult acne¿, ¿dry eyes¿, ¿dry throat and mouth¿, ¿sore scalp¿, ¿weight issues¿, ¿radiation pain in breasts and rib cage¿, ¿pain, suffering, loss of enjoyment of life, permanent physical disability, loss of earnings, past and prospective, loss of income earning capacity, loss of opportunity to earn income and loss of housekeeping capacity, past prospective¿, ¿pineal gland cyst¿, ¿ovarian cyst rupture¿, ¿knee pain¿, ¿back pain¿, ¿hip pain¿, "headache, alopecia, fatiguability, abnormal thyroid levels, and tumors in the arms, cheeks, ovaries and brain" which were determined not to be device related.